Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6)had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On an unknown date the patient developed ooze, redness and a small blister around the peg j tube. The physician prescribed an unknown antibiotic.